Event description:
(B)(4). First of all I wasn't put under any anesthesia and the procedure was quite painful. I have heart palpitations now. The most frustrating thing is after the device was implanted I began bleeding very heavy during my period. I have been diagnosed with endometriosis. I never had any issues with that prior to the implantation